Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experiences increased creatine levels. After the procedure the patient creatine level increased from 1.7 to 3.2. No hem was found in the patient's urine. They were given extra fluid, and they were kept overnight for observation. The patient is reported to be doing well after their discharge. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.